Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to get all three green lines of communication with the navigation system. The imaging system was able to ping the system, indicating that there was a base level of communication. The site decided to discontinue to use that imaging system and then they wheeled in a different imaging system to complete the case without any issue. Update from the manufacturer representative stating that they updated the networking credentials for systems and all connections behave as expected the issue was resolved. There was less than an hour delay in the procedure. No impact on patient outcome.